Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a deflation issue occurred. A 3.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation, the balloon presented a deflation issue. The device was removed in a deflated state, and the procedure was completed with another of the same device. There were no patient complications.